Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. A portion of the device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that the coil detached in glide catheter during a procedure to treat an arteriovenous malformation. Upon removing the delivery wire, part of the coil was still attached. The coil broke 2-3 inches distal to the tether point. The physician "jiggled" the coil as resistance was felt when advancing the coil through the catheter. No intervention was performed. No patient injury occurred.

Manufacturer narrative:
The investigation of the returned coil system found the implant stretched at the proximal end, but still attached to the pusher. The implant was also found broken at the distal side, which is consistent with the alleged product issue. The implant stretched condition is consistent with the coil becoming stuck or experiencing friction during repositioning/removal as the coil was within the target site (i.e., stuck on previously implanted coils or the tip of the microcatheter). The implant break condition is consistent with the device experiencing forces that exceeded the material strength of the implant, as the implant was stuck or experienced friction and was attempted to be retracted. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.